Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with infection and improper healing at the pacemaker incision site during follow-up in the clinic. The device was eroded and visible from the opened incision site of the implanted device pocket site. The physician explanted the active system ¿ implantable cardioverter defibrillator, right atrial lead, left ventricular lead and right ventricular lead. The patient experiences no consequences.